Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated. Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that the emitter would not track. It was reported that the instrument window displayed an orange dotted line for the emitter. It was noted that the issue occurred pre-operative. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.